Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. The right ventricular lead was indicated by the patient to have been "working" and was "too close to heart". The pace/sense portion of the lead was replaced and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. The right ventricular lead was indicated by the patient to have been "working" and was "too close to heart." The pace/sense portion of the lead was replaced due to high thresholds and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event. It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event. (B)(6) 2011: the right ventricular lead was indicated by the patient to have been "not working" and was "too close to heart." The pace/sense portion of the lead was replaced and the high voltage portion of the lead remains in use. (B)(6) 2011: the right ventricular lead had high threshold which lead to the early battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A correction has been made to the device (B)(4). The recall code has been removed as there is no remedial action code for the device. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.